Manufacturer narrative:
The device was returned to siemens for evaluation. The cause of the problem was determined to be the pc 1617. The pc was returned to the MFR for further evaluation. The failure of the pc was caused by liquid spillage.

Event description:
The ventilator was connected to a pt. The customer reports that the ventilator failed to cycle and a clacking noise was heard from the pt unit. There was no pt injury. Pt settings are not available at this time. The "pan" and "swm" error code were activated.